Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2017. Its further alleged that elevated levels of chromium and cobalt were revealed in blood work. Plaintiff has not yet been revised.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a restoration modular body was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient presents elevated levels of chromium and cobalt. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.